Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot 218144154 was returned and analyzed. Visual inspection of the mapping catheter showed the loop section was detached from the shaft nine inches from the tip. The pebax tubing broke at two different places: at three inches and nine inches. The electrodes seven and eight were displaced. Furthermore, the pebax tubing was ribbed in the region of electrode seven. There were also bulges at four inches from the tip. The clinical issue (mapping catheter entrapment in the patient¿s body) occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. In conclusion, the mapping catheter failed the returned product inspection due to the detached loop, the displaced electrodes, the bulges on the pebax tubing, and the ribbing on the pebax tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 15 applications were performed with a non-returned balloon catheter afapro28 with lot number 75111. Without any issue on the date of the event. A clinical issue (entrapment) occurred during the procedure. There is no indication of a malfunction of the mapping catheter related to the adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the mapping catheter became stuck inside the right inferior pulmonary vein (ripv). The mapping catheter was extracted from the patient's body. The case was aborted. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.